Event description:
A continuous venovenous hemodialysis (cvvh) machine was re-circulating while the patient was in the or. Upon attempting to re-connect the patient to therapy, the machine dispayed a "memory six fatal error code." The patient was discnonnected from the machine without difficulty. The patient's vital signs remained normal and no problems were noted.